Manufacturer narrative:
The serial number of the e 402 analyzer is (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas pure e 402 analytical unit. The sample initially resulted in a troponin t value of 132 pg/ml and it repeated as 4.85 pg/ml.